Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the symptomatic patient presented to the emergency room after experiencing multiple shocks from their implantable cardioverter defibrillator. Upon interrogation of the device, reproducible noise was observed on the right ventricular lead. High voltage lead impedance was 35 ohms and the pacing impedance was 190 ohms. A chest x-ray was performed but was deemed unremarkable. Therapy was disabled and the patient was admitted to the hospital. The patient presented to the hospital in good condition and would remain monitored until lead replacement is performed. No additional information was provided.